Event description:
The patient was in for a routine follow up when noise was seen on the stored iegms. The noise is of unknown origin. Continued use based on medical judgment. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.